Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed since the patient required post procedural treatment. An exact root cause for the issue was unable to be determined. The device history record (DHR) couldn't be reviewed since there was no product information. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: unknown. A2: age & date of birth: unknown. A3: patient sex: unknown. A4: weight: unknown. A5: ethnicity: unknown. A6: race: unknown. B3: date of event: unknown. D4: catalog number: unknown. D4: lot number: unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: unknown. D6b: explanted date: unknown. E1: initial reporter name: unknown. E2: health professional: unknown. E3: occupation: unknown. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Literature review: the patient had difficulty walking, chills, a thromboembolism, and unexpected medical intervention.